Event description:
A malfunction alarm was reported on a pump during its operation. There was no adverse impact to the customer's blood glucose level. Customer received instructions from technical support to load a new cartridge, but the cartridge alarm recurred, leading to a decision to replace the pump. The pump was under warranty, and the customer agreed to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Technical support also provided guidance on how to return the pump using a pre-paid label and instructed on putting the pump into storage mode before returning it.